Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported the patient experienced a burning sensation around the incision site, implantable neurostimulator (ins) site and down legs when stimulation was turned on, since last reprogramming session on (B)(6) 2013. It was stated the burning goes away when the ins was off. It was noted the patient is having more pain since initial pain from surgery went away. Reportedly, adjusting settings did not resolve the burning sensation. The patient had an appointment set with their healthcare provider (hcp) for (B)(6) 2013 but they did not want to wait that long. Additional information stated the representative last saw the patient at her last appointment in july and post programming, the patient had good stimulation coverage and stimulation sensation was comfortable. The patient had 2 programs, and usually between 0.5 to 1.5 amps and a very narrow range between stimulation perception and stimulation sensation threshold. Reportedly there was ins pocket "tenderness." Additional information received reported that the patient still had concerns regarding her device or therapy but that they were working with their doctor or manufacturing representative. It was noted that they had an appointment on (B)(6) 2013. The indication for use was chronic low back pain and spinal pain. If additional information is received, a follow up report will be sent.